Manufacturer narrative:
Device history review is anticipated, but not yet completed.

Event description:
On (B) (6) 2010, a female pt was implanted with a gore propaten vascular grafts in a fem-tib application. On (B) (6) 2010, the graft was clotted and a declot procedure was performed.